Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose at the time of the incident is unknown. The customer explained that there was a line missing from the screen; the top line on the screen appeared to be distorted and didn¿t display properly. Troubleshooting was performed; the customer inserted a new battery and stated the display returned to normal. During the self test, the customer reported there was a missing segment on the black screen. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump was returned for analysis.